Manufacturer narrative:
(B)(4). A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a meniscal repair procedure,it was observed that the customer's truespan meniscal repair peek 12 degree implants pulled out from the patient. The sales rep could not confirm if this happened on the first or second implant. The case was completed with another like-device with no patient harm, but a five minute delay to open a new device. The sales rep was not present for the case and could not provide any additional information. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device is unavailable for a physical evaluation as it was discarded by the customer. Nor were pictures provided, therefore this complaint cannot be confirmed. The sales rep stated that moderate force was used during the procedure, however it was not confirmed whether the failure occurred with the first or second implant. The information provided is not sufficient to discern a definitive root cause for the reported failure. Furthermore, a nonconformance search was performed for this part: 228151 with lot: l863141 combination and no nonconformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: per qlik query executed, no nonconformances were identified for this part: 228151 with lot: l863141 combination. Review conducted per (B)(4). Device history batch: null. Device history review: null.